Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for eval. Instead, the customer returned the ECG event data, and eval concluded that although the rhythm should have been shocked, the "no shock advised" issued by the device was due to the irregularity and variability in amplitude of the signal. The outcome of the analysis is due to the inherent limitations of ECG analysis programs and not because of a device malfunction. Analysis of reports of this type has not identified an increase in trend.